Event description:
It was reported that the ventricular capture management (vcm) was registering high thresholds, but when the lead was measured in the office, the thresholds were normal. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.